Event description:
It was reported that this pacemaker and other manufacturer leads both had spikes of high pacing impedance values, where the right atrial (ra) lead was high out of range greater than 3000 ohms. The high impedances were oversensed by the minute ventilation (mv) sensor, and it was noted that the patient had an underlying in the 60 bpm. The device was reprogrammed, where the ra pacing was now unipolar and rv will remain bipolar. The patient will be monitored with the remotely, and mv was turned off in response. No further information was available. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).